Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
The customer reported a communication failure error messages. This error may result in a sys lock up, no boot or shut down situation. This resulted in a lose of imaging functionality. There is no report of injury or death associated with this event.